Event description:
Hcp reported was not meningitis. Date of onset was 2004. Infection signs and symptoms were redness, swelling, pain and pocket erosion. The primary loction of the infection was the device pocket. Cultures were not obtained. Type of organism was not noted. The patient was treated with oral antibiotics and the infection is ongoing.